Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the non-penetrating nicks in the shell.

Event description:
Physician reported left side rupture. Device explanted and replaced.

Event description:
Physician reported left side rupture. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the photographs identified a broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.